Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay. Insignificant anomalies.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient experienced a change in stimulation sensation. When first implanted the patient described the sensation as calm/soothing and after standing up from her chair one day, it changed to a prickly/electric shock sensation which was very uncomfortable. The sensation also goes down into the patient's leg and was much more sensitive to head movement. It was further stated that about a month after surgery the patient stood up from her wheel chair and felt something ripped in her back; ever since then her stimulation has not been the same. The stimulation was unpleasant. The patient was not happy with the current therapy especially as it worked so well initially. Impedances were fine. Extensive reprogramming was performed but the sensation remained unpleasant no matter what lead configuration and parameters were used. The rep could not set the patient up on hd because of limitations with battery output/parameters, but tried two programs running simultaneously with large pw, large rate, and low voltage to try and increase pulse density (without paresthesia). The patient was trying this setting. X-rays (lateral and ap/imaging) showed that the leads have not moved. The issue was not resolved at the time of this report. No surgical intervention occurred but unknown if planned. A week later the rep reported that the device setting did not seem to be working. The rep was unable to program around the unpleasant stimulation. Additional information has been requested to find out if any intervention was required and the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
The rep a few weeks later that they had investigated further. On (B)(6) 2015 the leads were disconnected from the implantable neurost imulator (ins), and when tested them using a multi lead trialing cable (mltc), the patient's therapy returned to normal. The patient experienced tingling down her arm and into her hand. The hcp decided there must have been a problem with the battery and the lead, therefore, opted to remove the ins and implant a new battery. The device was being returned to the device manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.